Manufacturer narrative:
Analysis of the catheter identified significant twisting that may have affected infusion, a compressed area on the catheter body, a broken catheter related to user actions, and damage to the transition tube. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 30-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl 12.5 mg/ml at .12 mg/day via an implantable pump. The indication for use was spinal pain. On (B)(6) 2019 a flipped pump in the pocket and a separated catheter were reported. The healthcare provider was noticing that they were periodically increasing the patient¿s concentration and rate. The reporter was unaware if the patient experienced a loss of therapy or not. The environmental, external or patient factors that may have led or contributed to the issue was the patient was overweight. The physician stated that it was very difficult to get a good anchor point in the patient¿s fascia. The troubleshooting and diagnostics performed was the physician had an x-ray taken of the pump site and noted that the pump was not at the implanted angle. The actions and interventions taken to resolve the issue was the pump pocket was surgically opened and the severed catheter to the collet was removed and was replaced. The issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported or anticipated.